Event description:
The event is report as: alleged issue: the burn occurred from the light bulb attached to a rusch miller blade 0 on a healthcare provider to the upper extremity after a successful intubation of a neonate undergoing an abdominal procedure. The healthcare provider received a little scar from the burn but no other issues. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. Result - DHR review could not be conducted since the lot number was not provided. Conclusion - other, the customer complaint was not confirmed since the info regarding the product code and lot number are not available, based on this no investigation can be performed at this time. If the product code, lot number, or info regarding the condition under the device was used becomes available at a later date, this complaint will be updated accordingly.